Event description:
The customer stated that she went to her doctor due to high blood glucose levels. The doctor changed her infusion set and told her that her insulin pump will need to be replaced if she continues to experience high blood glucose levels. The customer wanted her insulin pump replaced without any troubleshooting. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.